Event description:
The customer reported being hospitalized for low blood glucose. The customer stated that the doctor requested a replacement of the insulin pump because the device was not pushing insulin. The customer stated that he passed out and was found unconscious. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.